Manufacturer narrative:
At this time, the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 17 therapy shocks due to atrial fibrillation (af) with an irregular ventricular rate. During the episode, the ICD therapy exhausted twice. The patient has a history of elevated defibrillation thresholds. No corrective action was performed. The ICD remains in service. No adverse patient effects were reported.